Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician had a patient who he could not get results from the heart rate detection feature. Some initial troubleshooting steps were performed, including attempting sensitivity settings 4 and 5, but this did not resolve the issue. The patient did not have pre-surgical evaluation done at the time of implant. The generator DHR was reviewed and found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Programming history and internal device data from the generator was reviewed. In the last available appointment, the data shows three lines of interrogation or diagnostic data where tachycardia detection was enabled. The foreground heart rate measured 80.5 for those three lines. Sensitivity values used in these lines were settings 3 and 4. The internal data showed 5437 tachycardia detections and 5431 delivered autostimulations. Tachycardia detection and output currents were both on throughout the office visit. No anomalies were apparent from the data present. No additional pertinent information has been received to date.

Event description:
Troubleshooting was performed to test the heart rate verification on (B)(6) 2016. After interrogation and diagnostics, output currents were programmed to 0. The sensitivity value was noted to be 3. The heart rate verification at first registered ¿?????¿ indicating communication difficulties, but the wand was repositioned and then showed stable heart rate observed between 70-75 bmp. Current values were re-enabled to previous settings. Review of internal device data showed that the heart rate values were within physiological ranges from the visit on (B)(6) 2016 as well as the (B)(6) 2016 visit where the initial difficulties were encountered. Heart rate values from these two visits were logged at values between 80.4 - 84.0 bpm and between 76.3-77.8 bpm respectively.

Event description:
It was reported that heart rate could not be detected on the patient¿s generator. The output currents were reportedly left on during this attempt to detect heart rate. No additional pertinent information has been received to date.